Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). A visual and functional examination of the complaint device could not be performed since the device is not available for analysis. Given the event description, there isn't enough information to determine a probable root cause.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used during a banding procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the handle was rotated to release one of the bands, all the other bands were also deployed at the same time. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event.